Event description:
Ventilator on a pt stopped cycling and started alarming. The pt was removed from the ventilator and bagged until another ventilator was obtained. No harm to the pt. Inductor l1 on 1586 pc board was burned.